Manufacturer narrative:
An additional lot number was reported (lot # m017550). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 200 mg/dl, which was addressed with a correction bolus via the insulin pump. The customer was able to load a new cartridge successfully and resume insulin delivery.